Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, the report of a low flow alarm could not be confirmed as no log files were provided by the account for review. A specific cause for the alarm could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2020, the patient experienced 27 seconds of arrhythmia with possible r-on-t premature ventricular contractions and subsequent ventricular tachycardia. The patient¿s implantable cardioverter defibrillator (ICD) did not fire. The patient was pre-syncopal but there was no loss of consciousness (loc), and the patient went back to bed with normal rhythm. The patient was known to have a history of atrial fibrillation (afib) with runs of rapid ventricular response (rvr) in the past. A brief low flow alarm was also noted on (B)(6) 2020 with flow recorded at 2.1 lpm. No treatment was provided and the events reportedly resolved on (B)(6) 2020 without sequelae. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2020. The hm3 lvas instructions for use (IFU) list potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. In reference to flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the telemetry showed 27 seconds of an arrhythmia with possible "r on t" with subsequent ventricular tachycardia (vt). Ide did not fire. The patient was stated to be pre-syncopal but there was no loss of consciousness. The patient was back in the bed, normal sinus rhythm. The patient with a history of atrial fibrillation with runs of rvr (rapid ventricular rate) in the past. Brief low flow alarm was noted. No further information was provided.